Event description:
It was reported that the patient had low flow alarms (lfa) upon initiation of pump intraoperatively. The pump was stopped once and restarted. It was stopped a second time, and the doctor requested a controller exchange as part of the troubleshooting process. It was also noted that the power module and heartmate touch were exchanged to facilitate the controller exchange with no resolution of the low flow parameter. The doctor reported that there was some discrepancy in parameters between the primary (B)(6) and backup controller (B)(6) and requested return of the primary controller. It was noted that the replacement controller had a higher flow and a decreased pulsatility index (pi). The patient was hemodynamically stable in addition to the lfas and didn't experience any symptoms as they were intubated and sedated. It was stated that the cause of the lfas was likely due to right ventricular failure, and the patient ultimately received a right ventricular assist device (rvad) with resolution of the low flows. The patient had since had the rvad removed and was stable in the intensive care unit. Log files of the new controller (previously the backup controller) were sent in on (B)(6) 2023 and contained (B)(4) events between (B)(6) 2023 and (B)(6) 2023. Related manufacturer reference number: 2916596-2023-08817 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the pump was turned off intentionally again when the patient returned to the operating room and was placed on bypass for a graft to their right coronary artery (rca). It was restarted when the patient was weaned off of bypass.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a discrepancy between the controller¿s parameters when compared to the backup controller regarding flow and pulsatility index (pi) values. Per additional information, the controller was exchanged as part of troubleshooting to resolve low flow alarms, while flow and pulsitility did increase it did not resolve the patient's issue completely. Provided information indicated that the flow issues resolved after the patient had received a right ventricular assist device (rvad). The low flow values and alarms will be addressed via the pump's investigation. The returned system controller was functionally tested and was found to perform as intended throughout all testing. A log file was extracted from the controller; data within the log file appeared to have been recorded during the patient¿s pump intraop, and no atypical events regarding the controller were observed. The reported event was not correlated to an issue with the returned system controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.